Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 as the event onset date was not reported.

Event description:
It was reported that stent thrombosis occurred. Four 20 mm wallstent stents were implanted in the left leg and right leg in (B)(6) 2019. Anticoagulant medication was unable to be taken until (B)(6) 2020. The left leg stents thrombosed and occluded. There was visible left limb ischemia. The physician had not recommended any further treatment.

Manufacturer narrative:
B3 - date of event: approximated to (B)(6) 2020 as the event onset date was not reported.

Event description:
It was reported that stent thrombosis occurred. Four 20mm wallstent stents were implanted in the left leg and right leg in november 2019. Anticoagulant medication was unable to be taken until january 2020. The left leg stents thrombosed and occluded. There was visible left limb ischemia. The physician had not recommended any further treatment.